Event description:
On removal of the endotube holder, a transversely oriented pressure sore measuring approximately 2cm x 1 cm was noted on the left upper lip. This appears to be partial thickness pressure sore with a soft black type eschar noted superficially. Plastic surgery consulted. The device was removed and topical treatment with neosporin was ordered.